Manufacturer narrative:
Multiple MDR reports were filed for this event. MDR: 9610905-2023-000004 and MDR: 9610905-2023-000012.

Event description:
Screws used to secure a mandibular implant to a patient's mandible were found to be too short to secure the implant to the bone and were removed and replaced with longer screws.

Manufacturer narrative:
Corrected data: g3: date received by manufacturer: date typo correction. B4: date of this report: date typo correction. D9 device available for evaluation: typo correction. Additional data: d9 returned to manufacturer: added information. Multiple MDR reports were filed for this event. MDR: 9610905-2023-000004 and MDR: 9610905-2023-000012.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause is patient related as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event. MDR: 9610905-2023-000004 and MDR: 9610905-2023-000012.